Event description:
It was reported that pump displayed malfunction alarm malf 13 and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy at the time and planned to contact healthcare provider, while technical support confirmed warranty and shipping details, provided instructions for storage mode and pump return, and arranged shipment of replacement pump with directions to return problematic pump within 10 days and to program settings and connect continuous glucose monitor on replacement pump.